Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the surgeon attempted to straighten the jaws, however the jaws remained articulated. The device was removed with the trocar. Subsequently, the red led was illuminated on the handle. A new device was used to correct the problem. There was no injury or adverse event reported.